Event description:
It was reported that the electrogram (egm) of this recently implanted pacemaker exhibited oversensing. It was suspected that the right atrial (ra) lead was dislodged. An x-ray was recommended to confirm it. Currently, this ra lead remains in service and no adverse patient effects were reported.